Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "rupture diagnosed via ultrasound". Healthcare professional later reported "pain" and "gel (silicone) leaked out and the capsule of the implant was fragmented due to rupture". Healthcare professional later reported via histopathological report "rupture", "yellowish tissue fragment with a diameter of 12 cm with two patches of skin with the largest dimensions of 9.5 cm and 4 cm was obtained for the study. Fragment on sections with predominantly fat weaving. No components of the implant capsule were found in the vessel" and "weaving of the mammary gland with features of proliferative lesions: typical ductal hyperplasia (udh) and fibrocystic: fibroids and ductectasias". This record is for the right side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as unidentified (tear) opening. Breast pain: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.